Event description:
It was reported that during a colon resection procedure on (B)(6) 2011, the surgeon completed the side-to-side anastomosis and placed a crotch suture at the anastomosis. Following the procedure, the patient was having problems and was taken back to surgery on (B)(6) 2011, where it was found that the staple line had been perforated near the crotch suture and the outer edges of the staple line were ischemic. The patient is now stable following the second surgery.

Manufacturer narrative:
(B)(4): after the initial procedure, patient was vomiting (and it was discolored) and he was having stomach pain. During the reoperation, the surgeon noted that the patient had two bowel perforations; one appears to have been spontaneous; the second one was at the crotch of the stapler. The male patient is in his (B)(6) and is in overall poor health.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged cartridge shroud. The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. In addition, the cartridge had the swing tab in the locked position and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The patient was moved to a rehab facility, per the operating room materials manager. According to the surgeon, the 'patient is doing fine.'